Event description:
It was reported that the pump's usb port damaged and the pump battery intermittently could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin delivery.